Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that the metal shaft, where the brush head attached, was broken. The brush head worked, but came off during brushing. No injury was reported.